Event description:
It was reported that 6 bd largebore 8 inch ext vlv were clogged. The following information was provided by the initial reporter: several of the anaesthetic staff have recently reported intermittent difficulty flushing the bd smartsite. One rnaa could not flush 6, but then tried one with a different lot number and it worked no problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Two 20059e-0006 samples from lot 21129704 were received in opened packaging for investigation; no residual fluid was present in the device. The customer also returned four empty opened 20059e-0006 packages from lot 21129704. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during priming. Further information provided by the customer indicates that the occlusion was detected when the 20059e-0006 samples were connected to 10ml bd syringes. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience (appendix 2). The returned samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21129704 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20059e-0006 product in the past 12 months.

Event description:
No additional information.